Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 422 mg/dl. Customer believes that the cause of the bg level was due to an issue with the pump, however the specific cause could not be clarified. No alerts or alarms were observed at the time of the event. The customer declined to perform a pump system check with tandem technical support. Reportedly, the customer reverted to manual injections for alternate insulin therapy.